Event description:
Pt had the flu and was experiencing high blood glucose for several days. Pt began showing ketones on 01/08 and 01/09. Pt changed infusion set on 01/09. Went to emergency room on 01/10, rec'd IV insulin. Pump not returned.